Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The uninterrupted power supply (ups) cable was replaced. The system was tested and is operating as intended.

Event description:
The customer reported that the insta trak 3500 system had a damaged uninterrupted power supply (ups) cable. No pt injury was reported.